Event description:
It was reported that patient underwent primary knee arthroplasty in (B)(6) 2013. Oxford bearing revision procedure was performed on (B)(6) 2013 due to wrong size. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.